Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sensor expired prematurely. Due to the anonymous nature of the report, tandem technical support could not obtain the proper information to follow-up concerning this issue. No additional patient or event information was available.